Event description:
It was reported that the touchscreen was unresponsive. There was no adverse impact to the customer's blood glucose level. Despite attempting a pump reset, the issue persisted, and the customer was advised to use a backup insulin pump to ensure uninterrupted insulin delivery.